Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges the ventrax was used for pvc ablation. Case uneventful and straightforward. Sheath went up easily and crossed valve into left ventricle with no resistance. Sheath was hooked up to pressure bag of saline and act was over 300 for procedure. After the procedure, the patient was hard to wake up from anesthesia and had a CT scheduled. Patient had a stroke and had to have clot removed by ir. Patient is recovering.